Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 170 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted on the electronics, motor, battery tube and vibrator assembly. However, moisture damage was noted on the keypad assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window. No battery cap damage could be verified due to the insulin pump being returned without the original battery cap.